Event description:
Used ethicon intraluminal stapler in this pt's surgery. The stapler was later recalled. It is unk if the stapler that was recalled and used in this pt's surgery. FDA safety report ID# (B)(4).